Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No battery power loss alarms noted. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. The insulin pump powered up properly after battery installation. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with corroded battery tube, faded serial number label, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump experienced persistant power loss issues. The patient's blood glucose at the time of incident is unknown. The caller stated that the patient had to change the battery several times per day. The caller had previously contacted medtronic regarding prior power loss issues with the same device. The insulin pump will be returned for analysis.